Manufacturer narrative:
Vyaire complaint number: (B)(4). The sample was received for evaluation. A vyaire service technician was able to confirm the reported issue through the events log and duplicated during functional check. The transducer pt800 had failed. Root cause is being investigated under CAPA ca-2017-0206.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed "high pip," "low ve," and "transducer fault" while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.